Event description:
It was reported that this patient was referred for surgery because they had high lead impedance. Clinic notes indicated that the vns was probably not working, secondary to the high impedance. No further relevant information has been received, to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Date of event, corrected data: (B)(6) 2017 was inadvertently reported as the aware date instead of 01/01/2017.

Event description:
It was reported that the patient's underwent surgery to replace her lead and generator due to high impedance and battery depletion. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The explanted lead and generator were received for product analysis. Product analysis was completed on the generator. Battery depletion was not verified. The generator performed according to functional specifications with no anomalies found. Product analysis has not been completed on the suspect product to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the suspect lead. As received, a large portion of the lead body, including the electrode assembly were not returned for analysis. Set screw marks on the lead pin indicate that there was a good electrical and mechanical connection between the generator and lead at one point in time visual analysis verified a lead fracture near the connector boot. Scanning electron microscopy of one side of the fracture identified extensive pitting with mechanical damage, which indicates that stimulation was present for a certain period of time after the lead break. Scanning electron microscopy on the other side of the fracture found evidence that the area was worn to the point of fracture. An abraded opening in the inner and outer tubing was also identified near the location of the fracture. No other anomalies were identified. No further relevant information has been received to date.